Manufacturer narrative:
The reported event of backup vvi (bvvi) due to electromagnetic interference (emi) exposure was confirmed. The device was received in bvvi mode. Device image analysis indicated average monthly voltage and current trends were normal. The device was cut open and a new battery was installed. The device was recovered from bvvi mode and to perform further testing. Upon recovery, telemetry was successful and high current anomalies were not found to suspect premature battery depletion. The backup condition is consistent with an emi induced neuromagnetic imaging (nmi) and checksum triggers. Longevity assessment was performed and device was in the normal range of operation and exceeded projected longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the pacemaker was in backup vvi mode. It was suspected that external interference from an antenna and telemetry issues might be the cause of the backup vvi because a previous pacemaker had the same issue. The current pacemaker could not be interrogated. A battery depletion issue was also suspected. The physician elected not to perform a software download to restore the device from backup vvi but to explant the device. The patient was stable following the procedure.